Event description:
It was reported that over the weekend after the procedure for a right ventricular leadless pacemaker (vlp) a CT scan was performed because of a large hematoma, and it was discovered that vlp was implanted in the left ventricle. It was noted that the patient had a large pfo that the physician went through in the right atrium and went down the left atrium into the left ventricular. The rotation off the heart made it look like it was the right ventricle on the fluro. The device was retrieved and was implanted in the right ventricle successfully. There were no patient consequences.